Manufacturer narrative:
Product evaluation details: the product evaluation has been completed. The returned device was visually inspected and reddish material was found inside the pebax. This issue was assessed as not MDR reportable since no physical damage was observed. However, during the second visual inspection, a hole in the polyurethane (pu) that covers the ring was found. Then, per the event, a deflection test was performed and the catheter passed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the damage on pebax and the hole observed cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred. The catheter could not deflect to the specification; therefore, the catheter was changed to another to complete the procedure. No patient consequence was reported. The deflection issue is not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. The biosense webster inc¿s failure analysis lab (fal) received the device for evaluation. On 11/06/2018, during a visual analysis a hole was discovered on the surface of the polyurethane (pu). The findings of a hole on the pu was reviewed and assesses as an MDR reportable malfunction. Subsequently, a scanning electron microscope (sem) analysis performed on 11/16/2018 identified evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. These findings were also assessed as MDR reportable. As such, the awareness date of this event has been set to 11/6/2018 as this is when the bwi fal identified the first reportable malfunction.